Event description:
It was reported by the physician that at three months post op, the gore dualmesh plus biomaterial was explanted due to infection. No patient status or device disposition information was provided.

Manufacturer narrative:
No device or device information was supplied for evaluation. No examination could be performed.